Event description:
It was initially reported to boston scientific corporation on october 27, 2009, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the physician was trying to get the tip of the device to turn, the physician turned the handle counter clockwise 3 times and was unsuccessful. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; cracked/split tip.

Manufacturer narrative:
(B) (4) (cannulating orientation issue). Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).